Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of no pacing was not confirmed. The pacer was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection found cautery mark on the can. Electrical and mechanical evaluation performed under nominal settings indicated normal functionality. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Further analysis of output parameters found normal pacing with all parameters within normal range. A warning from the user¿s manual was noted not to use electrosurgical devices in the vicinity of an implanted device to prevent damage. Longevity assessment was performed, and the device exceeded projected longevity.

Event description:
It was reported that patient presented for device change procedure. During procedure it was noted that the pacemaker was exhibiting no low voltage output due to electrocautery. The pacemaker was explanted and new pacemaker was implanted. The patient was in stable condition.